Event description:
It was reported that the ventricular lead exhibited high impedance in (B)(6) 2013. The patient was seen for reassessment on (B)(6) 2013, the lead impedance was stable. The patient would be monitored.